Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
Concomitant: product ID neu_unknown, product type unknown. Product ID neu_unknown_ext, product type extension. Product ID neu_unknown_lead, product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had experienced ¿premature¿ battery depletion. The patient was noted to have used the ins in cycling mode with ¿1 second on and 1 second off.¿ the ins was replaced as a result of the event. It was ¿unknown¿ whether there had been any patient symptoms or complications associated with the event. Additionally, it was noted the patient¿s ins was implanted in (B)(6)-2014; however this date was past the manufacturer¿s use by date. The patient was alive with no injury at the time of report and was receiving effective therapy following the replacement of their ins. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note the patient's ins was reported to have been implanted in approximately (B)(6) 2013, not (B)(6) 2014 as was previously reported.

Event description:
The patient's ins was reported to have been implanted in approximately (B)(6) 2013.